Event description:
According to the op report, the aortic valve was explanted due to tissue ingrowth and "moderate calcification". Calcified deposits were carefully removed and a 23ahpj-501, was implanted. A 23 mm pulmonic root homograft was also explanted and replaced with a 27 mm homograft due to calcification. A 31 mm sjm tailor annuloplasty ring was implanted in the mitral position and the pt was transferred to the ICU in critical condition.